Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the patient was experiencing persistent pain at the ipg implant site. The patient alleged the pain was constant regardless if the stimulation was on or off. The ipg implant site will be surgically relocated to a more comfortable location. No device return is expected. F/u on the patient found no further issues reported.